Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer¿s representative (rep) reported the recharger got wet and became damaged. It was further reported the implantable neurostimulator (ins) was discharged at this time. In order to resolve the issue the consumer was instructed to call patient services regarding the issue with the recharger. No patient symptoms were reported. Relevant medical history includes degenerative disc disease and spinal pain. Additional information was received from the patient. It was reported that the patient¿s second stimulator was put in to treat her upper nerve pain in her neck. The only thing the stimulation did was send a surge through her arms and didn¿t treat her neck pain since implant. The patient let it die because the healthcare professional (hcp) told her there was no point to keep it going. The patient wanted to get connected to a new hcp in the area to help get the ins restarted for her neck pain because the patient was in a neck brace all the time now. The patient was redirected to follow-up with a hcp to jumpstart and potentially reprogram stimulation to target the pain in her neck. The patient did not have a current managing hcp. Additional information was received from the consumer on (B)(6) 2017. It was reported the patient had been trying off and on to charge the ins for their neck but could not. After working with the recharger and patient programmer, it was determined they were getting poor communication with the patient programmer and reposition antenna on the recharger. The patient said it had been over a year since she last recharged because the device never helped with her neck. The patient met with a representative in (B)(6) 2016, and they tried to get stimulation to her neck but it sent volt and volts of pain through her arm and when they turned it up high. The patient was told not to charge the device and it would need to be repositioned. The last time the patient was at the doctor, she was told she would have to recharge the ins so that they could test it. The patient has an appointment on (B)(6) and wanted a representative to be there to resolve potential overdischarge. The patient was redirected to their healthcare provider to resolve the symptoms. No further complications were reported/anticipated.